Event description:
The customer reported that a physician dictated a report on a pt in xiris (radiology info system) while viewing images for different pt in isite pacs. Xiris and isite pacs are used in conjunction with one another to dictate reports in xiris on imaged viewed in isite pacs. There was no report of pt harm or adverse event.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is completed.